Event description:
During initial coil embolization within the anterior communicating artery, difficulty was experienced advancing the coil through the microcatheter and while repositioning, the coil stretched. This coil was removed another same like device was used to complete the procedure. There was no adverse outcome to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.